Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer regarding pt/inr cartridges that yielded unexpected result of 4.1 on an (B)(6) male patient on coumadin therapy, anticoagulated and diagnosis of aortic valve prosthesis (avr) and atrial fibrillation (afib). (B)(6). Patient was informed to reduce weekly dose by 7% on (B)(6) 2013 the patient's weekly warfarin dose was changed from 52.5 mg per to 48.75 mg pre week based on the I-stat result of 4.1. There was no other testing performed. The patient's chads score is 2 and the target inr is 3.0 (2.5-3.5) and the site recommended a two week check up but patient refused. (B)(6). On (B)(6) 2013 the patient reported to ed with slurred speech and left-sided weakness. (B)(6). On (B)(6) 2013 the patients condition was rapidly declining with neurologic deficits. CT showed right mca hypodensity consistent with a subacute to acute infarction. There was no bleeding on his head CT. The patient had a slightly elevated troponin in addition to potassium of 5.3, slightly elevated glucose of 184 and elevated bun of 23 with creatinine of 1.11. The patient's bilirubin and alkaline phosphatase had slight elevations. While in the ER, the patient continued to be hypotensive and tachycardic. The patient was afebrile and discharge diagnosis was a right middle cerebral artery cerebrovascular accident while in the ER. Customer reports that the clinicians believe that the inr of 4.1 on (B)(6) 2013 was a false high and lead to the warfarin dosage to be inaccurately based on the result and causing the patient to be subtherapeutic. The patient expired on (B)(6) 2013 and the clinicians at the site believe that the patient died due to complications of stroke. The customer states that product return are not available for investigation. The investigation is underway.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An investigation was completed on 10/21/2013 and a deficiency was identified. The incident investigation includes: device history record review and non-conformance report review the lot ((B)(4)) passed all final product testing release criteria as per the current processes and procedures. Retained product testing (B)(4) retained pt/inr cartridges from lot c13145 were tested using wb (whole blood) and fd2 (a factor depleted sample to achieve an elevated inr). These samples were chosen to represent a patient not on oral anticoagulation therapy and one that was. Sample type: whole blood, mean pt/inr: 1.03, target inr: 0.99; fd2, 3.31, 3.20. For a total of (B)(4) cartridges tested, there were (B)(4) quality check codes produced. There were no observations of results outside of specification. Returned product testing - the customer reported that there were no cartridges available from this lot to be returned for investigation. However, as a result of testing performed in response to other pt/inr complaints, abbott point of care has determined that I-stat® pt/inr cartridges have the potential to exhibit incorrectly elevated results. Internal studies have demonstrated that I-stat® pt/inr results are elevated by an average of approximately (B)(4) as compared to the international reference preparation ((B)(4)) in the therapeutic range of 1.8 to 3.0 inr. A remedial action ((B)(4)) was initiated by apoc and was submitted in MDR 2245578-2013-00102. (B)(4) was included in the impacted lot numbers. The average bias reported in the field action, would not account for the unexpected result at the customer site, however, abbott point of care made the decision to file this MDR as an adverse event. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.